Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced a disconnection of the patient line and extension tubing, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for 3 days and treated with unspecified antibiotics. The patient recovered from the event of peritonitis. No additional information is available.